Event description:
It was reported that during the procedure, there was a persistent error message regarding excessive fiber firing but the physician believed that the fiber broke. There was no clinical consequences to the patient. No other information was provided.